Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty sensor. The customer stated that the sensor went into threshold suspend. The customer's blood glucose reading was 175 mg/dl while the sensor glucose reading was 67 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer was advised to call back if the issue persists.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings.